Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). After three synergy stents were deployed in the distal rca, a 3.00 x 12 synergy ii drug-eluting stent was advanced to the ostium of the rca with the use of a non-bsc guide extension catheter. However, it was noted that the stent came off inside the patient's body. Subsequently, the dislodged stent was retrieved using a snare and the procedure was completed with a different device. No patient complications were reported.